Event description:
The customer reported that they were unable to acquire a 12-lead ECG during pt care. There was no report of adverse pt impact.

Manufacturer narrative:
The device was evaluated at philips, but the reported symptom could not be reproduced. Review of the electronic event file; however, showed the incomplete 12-lead ECG acquisition. During the eval of the device. It was noted that the ECG block connector was worn. Replacing this connector resolved the issue.